Event description:
It is alleged that 5 persons were repositioning (boosting) a very large person in a 1,000 lb capacity tri-flex two bed. The bed was 2-3 ft into the room and not adjacent to the wall per standard procedures. A person was at the head of the bed reaching over and pulling on the patient, while 4 other persons pulled from the sides. With five people pulling on the bed through the patient, the bed moved, pinning the person at the head of the bed. The dealer reports there were no injuries. We have had thousands of beds of this type in use for many years. This was the first report of an incident of this kind.

Manufacturer narrative:
Because this bed was placed 2-3 ft into the room and not the few inches from the wall, as we expected, we have taken the time to research this unique situation. We have consulted experts in the field and reviewed literature concerning repositioning procedures. We asked a knowledgeable professional who teaches undergraduate and graduate nursing procedures and is a published medical journal author on bariatric beds what the procedures are for repositioning. This person stated that staff is taught to always place the bed against the wall for three reasons: staff often forgets to lock casters, beds can slide during repositioning procedures and casters can roll during repositioning procedures. In the training literature for repositioning, we found a similar procedure. The literature procedure teaches that the bed is against the wall. The staff is instructed to do repositioning from the side of the bed. The staff in this incident were in a difficult situation, using 5 people to reposition a very large patient. The problem is 5 people pulling on the bed through the patient can cause any bed to move, if not placed adjacent to the wall or a solid object. In addition, a person reaching over the headboard an/or from the head of the bed is in a very poor ergonomic position, because they are in an extended reaching position which stresses the lower back. We have reviewed many user's manuals for both standard and bariatric beds from different manufacturers and have not found any positioning procedures in any manual. As a result of our research, we are going to modify the manuals by adding a repositioning procedure to our manuals. The repositioning procedure will have four statements. A statement on how to lock the casters similar to our current manual statement. We are adding a statement to use the trendelenberg position (head down) when medically acceptable ,to reduce the force required for repositioning. We realize this is a standard procedure in nursing training, but we will repeat it. A statement recommending the use of the patient trapeze positioning system, when medically acceptable, to reduce staff force requirements. A statement warning to never use a person at the head of the bed during repositioning, as the bed can move because of failure to lock casters, casters sliding or casters rolling. Also in the same statement, that reaching over the head of the bed is a very poor ergonomic position, which could result in serious injury. We also are testing our casters to ensure they are to specification. We are continuing to research this.